Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing. The root cause of the reported complaint was a defective processor board. Unable to perform preliminary functional testing due to system error displayed upon powering on the device, confirming the complaint. Unable to download the archive due to the defective processor board. The processor board needs to be replaced to address the reported complaint. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many vital components used in ap1.1 are no longer available, further restricting our serviceability. The platform will be returned to the customer without the repair, and it will have a label state "not for clinical use." Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During device check and upon powering on after inserting the autopulse li-ion battery, the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.